Event description:
Olympus was notified that seven patients have had fevers following endoscopic procedures. Within the last month the facility had switched from all pentax endoscopes to olympus endoscopes. After the switch, a complete reprocessing in-service was performed by an olympus endoscopy service specialist (ess).

Manufacturer narrative:
Olympus followed up with the user facility. On (B)(6) 2012, patient #2 had a colonoscopy with polypectomy. She experienced a sudden onset of fever, chills and body aches in the afternoon of the procedure. Patient was advised to take advil and drink fluids. She denied any other symptoms or complaints. Follow up attempts were made on (B)(6) 2012, but unable to contact patient. Messages left to call back to the office to report course of events and if any further treatment was required. The patient was lost to follow up. An ess was dispatched to the user facility to investigate and review scope handling, reprocessing and maintenance. A number of reprocessing inconsistencies were noted. On the second visit, the observations from the prior visit were discussed and a reprocessing in-service was performed. The user facility has implemented all olympus reprocessing recommendations hence. This is one of seven reports. Please also reference 8010047-2012-00423, 00425, 00426, 00427, 00428, 00429. This report is being submitted as a medical device report in abundance of caution.